Event description:
It was reported that the implantable pulse generator (ipg) had an electrical reset. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri x 2 implantable pacing leads (B)(6) 2012; abdominal stent graft x 6 (B)(6) 2008. (B)(4).